Manufacturer narrative:
(B)(4). Pump was returned for alleged crack on an unspecified area and low battery alerts on (B)(6). Insulin pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected low battery alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, corroded battery tube and minor scratches on lcd window. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range due to a corroded battery tube. In further full review of the pump history, low battery alerts were found on (B)(6)2021 at 1:12, 15:02, (B)(6)2021 at 1:24, 13:13, 23:36, (B)(6)2021 at 11:16, 22:54, (B)(6) 2021 at 9:32 and (B)(6) 2021 at 11:36, a battery out limit was found on (B)(6)2021 at 10:00, (B)(6) 2021 17:25 and 18:00, as well as replace battery alerts on (B)(6)2021 on 10:43 and 10:54, (B)(6)2021 on 00:33, 00:43, 10:55, 22:44, 22:54, (B)(6) 2021 on 9:07, 20:47, (B)(6) 2021 on 8:25, 8:35, 19:03 and (B)(6)2021 on 16:43 and 17:25. These alarms occurred due to a corroded battery tube on the pump. In summary, customers alleged cosmetic damage was confirmed at the battery tube where cracked battery tube/threads noted. Customers alleged power loss alarms and low battery alerts were confirmed due to a corroded battery tube.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert and insulin pump was cracked. No harm requiring medical intervention was reported. The device was returned for analysis.